Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. An occurrence of the downstream occlusion alarm was found during functional testing, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be a damaged door latch. To correct the condition, the door latch and latch roller were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.